Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, when the pump was set up the am and pm settings were set incorrectly. Customer had fluctuating blood glucose (bg) levels (40-498 mg/dl). Customer delivered a correction bolus to stabilize elevated bg levels, and consumed carbohydrates to stabilize low bg levels.